Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that on (B)(6) 2007, pt was implanted with a depuy asr hip. In the years following her surgery, pt has experienced discomfort and pain in her hip, groin, and leg. It has become increasingly painful for her to walk, move her leg, and rise from a seated position. By (B)(6) 2011, pt will allegedly undergo a revision surgery to replace her implant with a new system.